Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition. Upon cycling the device, it was noted to be empty and locked out. The instrument is designed to lock out after all the clips have been fired; therefore a potential cause of the customer reported experience is the firing of all of the clips and the instrument "will not fire" (activation of the lock out mechanism). The instrument has an orange indicator that appears on the top of the handle as a reference for the user as to the quantity of clips remaining. No conclusion could be reached as to what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: there was no unexpected resistance in grasping the trigger and in releasing the device. There was no unexpected noise at firing. There was no torquing or twisting of the device present at the time of firing. The device was not fired across something hard such as a clip. The device was not fired after the incident.

Event description:
It was reported that during a laparoscopic procedure, the clip was malformed at unknown firing. The deployed staple's form was unknown. The clip was fed into the jaws properly before the incident. Another device was used to complete the case. There were no adverse consequences to the patient. No bleeding was confirmed. Blood infusion was not performed.